Manufacturer narrative:
The pod was received fully deployed. A tear was observed in the exposed portion of the soft cannula. A leakage was observed from the tear in the exposed portion of the soft cannula. The timing and cause of the damage to the soft cannula cannot be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 400 mg/dl while wearing the pod between 37 and 48 hours on the abdomen. Investigation of the pod found a tear in the cannula. The device was originally reported due to the patient being uncertain whether the pod was delivering insulin.